Event description:
On (B)(6) 2010 the pt was implanted with the comformable gore tag thoracic endoprosthesis and the gore tag thoracic endoprosthesis to treat a thoracoabdominal aortic aneurysm. Post operatively the pt experienced cardiopulmonary instability combine with acute renal failure and expired on (B)(6) 2010 due to multi organ failure.

Manufacturer narrative:
Lot serial numbers and images were requested but not available. A review of the mfg records could not be conducted and pt conditions (anatomical considerations, etc) could not be evaluated.